Manufacturer narrative:
The device will not be returned as it was discarded by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was discarded by the user facility.

Event description:
It was reported that following a procedure the blood seemed to be clotting in the baxter 40/150 micron filter for the cbc ii blood conservation kit. As a result, the 700 cc of blood collected from the patient could not be reinfused. Medical intervention and adverse consequences are unknown. Multiples attempts were made to obtain additional information with no response from the user facility.